Event description:
A report was received that the patient had lost her stimulation due to high impedance contacts. The patient underwent a lead revision procedure. During revision the physician explanted the old lead and implanted the patient with a new lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient had lost her stimulation due to high impedance contacts. The patient underwent a lead revision procedure. During revision the physician explanted the old lead and implanted the patient with a new lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the lead failed visual, electrical and photographic imaging tests performed. Visual and photographic inspection of the lead found that the cables were completely broken at the kinked location of the lead. High impedance readings were registered at contacts on all except 3 contacts. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. Device evaluation indicated that the splitter passed visual, electrical, mechanical and photographic imaging tests performed. The reported high impedances observed during procedure could not be verified. The device exhibits normal characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4), description: splitter kit, 30cm.